Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not reveal any other anomalies with the exemption of procedural damage.

Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. During an unrelated device exchange, the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.